Manufacturer narrative:
(B)(4). Concomitant medical products: catalogue # 161470 oxf twin-peg cmntd fem lg PMA lot # 828730, catalogue # 159556 oxf anat brg lt lg size 5 PMA lot # 2790998. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery. Subsequently revision surgery was performed due to tibia loosening.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet (B)(4) for evaluation and forwarded to the research engineer for investigation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The tibial tray presented an uneven cement mantle, partially extruding from the posterior portion of the tibial tray. Consistent patterns of scratches on both articulating surfaces of the meniscal bearing indicate the presence of third body debris and possible impingement; the smooth cement mantle observed on the femoral component could indicate sub-optimal cementing technique or poor integration with bone. However, this cannot be confirmed without further radiographic or surgical information. It is not possible to confirm the root cause of the failure based on the available evidence.

Event description:
Revision due to tibia loosening.